Manufacturer narrative:
(B)(4). Method: the subject mr850 respiratory humidifier was returned to fisher & paykel healthcare in new zealand for investigation, where it was visually inspected and performance tested. Results: visual inspection of the returned device confirmed a piece of lead offcut was found on the speaker cone. Upon removal of the metal piece, the speaker functioned as intended without distortion. Conclusion: the cause of the audible alarm not sounding as intended was due to presence of lead offcuts on the speaker. Our mr850 product technical manual contains a maintenance schedule which instructs the user to conduct annual visual checking and performance testing of the mr850 heater base. In addition, the product technical manual also states that "all servicing procedures should be followed by a humidifier test, and an electrical safety test to ensure proper operation". The mr850 is equipped with visual alarm indicators in addition to the audible alarm.

Event description:
A distributor in chile reported that the audible alarm of an mr850 respiratory humidifier was not functioning properly. There was no reported patient harm.